Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous right iliac artery. After a non-bsc introducer sheath and a non-bsc guidewire was advanced to the lesion, a 5.0 x 20, 75cm mustang balloon catheter was used to pre-dilate the lesion. Upon first inflation, the balloon ruptured at 8 atmospheres. The device was retrieved intact. The procedure was completed with a different device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).